Manufacturer narrative:
The event is reported at this time based on analysis results. Product analysis findings: the apollo micro catheter was returned for analysis within two shipping boxes; within an unsealed plastic pouch; within a sealed plastic biohazard pouch and within a dispenser coil. No damages were found with the apollo hub. Onyx residue was found within the apollo hub. The entire surface of the apollo micro catheter was examined under magnification; no pinholes or ruptures were found. The apollo catheter body was found kinked at ~39.4cm from the proximal end. The detachable distal tip was already detached and not returned for analysis. The apollo total length was measured to be ~169.4cm, the usable length was measured to be ~163.0cm which is within specification (specification 165.0cm ¿ 2.5cm). The apollo micro catheter was flushed and found to be occluded. An in-house 0.010 mandrel was inserted into the apollo micro catheter and became stuck within the hub when inserted proximally and at the distal tip when inserted distally. The catheter was cut, and onyx was found within the catheter. The inner diameter of the apollo catheter cannot be measured due to the occlusion. No other anomalies were observed. Based on the device analysis and reported information, the customers report of catheter resistance was confirmed. It is likely the onyx became exposed to water, saline or blood causing the onyx to solidify and caused the occlusion. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. The customer report of catheter kink/damage was confirmed, however, the cause could not be determined. Possible causes are patient vessel tortuosity, guidewire removed aggressively, incompatible guidewire or delivery system or catheter entrapment. The tip was already detached; however, the cause could not be determined. There is no evidence suggesting that the apollo micro catheter was defective. There was no indication that the event was related to a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo microcatheter had small kinks which made it difficult to pass the guide and onyx through the proximal segment. It was attempted but it did not get it. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of avm. It was noted the patient's vessel tortuosity was moderate. 2020-08-27 initial reporter (for, hcp, rep): additional information received reporting that the kink was observed in the medial section of the catheter lumen. There were no issue encountered during the procedure prior to the observation of the catheter kink. 2020-09-14 initial reporter health professional (for, rep): no additional information received. 2020-09-29 initial reporter occupation (for, rep): no additional information received.